Event description:
On (B)(6) 2012, I underwent anterior cervical disc fusion + corpectomy of c6. The surgery was conducted at (B)(6). The surgeon was dr (B)(6). Dr (B)(6) performed a 2-level fusion using a peek cage containing a sponge soaked in infuse rhbmp-2. Dr. Foltz also implanted an atlantis brace to stabilize the vertebra until fusion completed. Upon awakening from the anesthesia, dr (B)(6) asked me to raise my right arm. I could not raise the arm one inch. I could only raise my right forearm and hand. Dr (B)(6) stated that I had "some damage" to the nerve controlling the deltoid muscle. Dr (B)(6) did not ask me any other questions nor conduct any examinations or test regarding the movement or control of any other body parts. I am right handed. Dr (B)(6) stated that the control of my right arm should return over time with exercise. I was discharged from the hospital on (B)(6) 2012. Cervical surgery using infuse rhbmp-2 was explained by dr (B)(6) as the "gold standard" for such cervical procedures. I was not informed that this use was off label, no alternative procedures were explained and I was not presented with a consent form for the use of infuse rhbmp-2. On (B)(6) 2012, I awoke with extreme swelling in my neck and had difficulty breathing. Dr (B)(6) office instructed me to immediately return to the ER. I was readmitted to (B)(6) on (B)(6) 2012. In addition to the airway compression, for the first time in my life, I was experiencing random "jerks" which dr (B)(6) called myoclonus. After a CT scan performed on (B)(6) 2012, it was determined that I also had a hematoma in my neck. Dr (B)(6) stated, "I do not know what caused the hematoma." On (B)(6) 2012, dr (B)(6) performed surgery to relieve the airway compression and clean out the blood accumulated in the hematoma, during surgery, it was determined that my neck was still bleeding. At this point, the surgery turned into an exploration procedure to locate the source of the bleeding. Dr (B)(6) located two veins deep in the back of my neck that were bleeding. These were cauterized, homeostasis was obtained and the wound closed. After the (B)(6) 2012, it was determined that I had sustained permanent spinal cord injury with unknown future consequences. I had a 3-month post surgical CT scan on (B)(6) 2012. Dr (B)(6) discharged me from his care on (B)(6) 2012. In late (B)(6) of 2012, my neck began to cause significant pain. On (B)(6) 2012, I visited dr (B)(6) at the (B)(6). After several tests including x-rays and a CT scan, dr (B)(6) informed me that fusion had never occurred, that the vertebra near the attempted fusion were not stable and that the screws on the atlantis appliance were separating from the bone. He also stated, "...you have severe spinal stenosis above your fusion which is potentially a problem that could interfere with your ability to walk use your upper and lower extremities and potentially interfere with bowl and bladder function down the road." Dr (B)(6) recommended surgery. Before proceeding with dr (B)(6)'s recommendation, I sought the opinion of two other doctors. They both came back with a similar diagnosis: non-union and spinal stenosis. I selected dr (B)(6) of the (B)(6), orthopedic department. On (B)(6) 2012, dr. (B)(6) performed surgery at (B)(6). Dr. (B)(6)'s procedure was a posterior entry with the objective of stabilizing my vertebra and relieving the spinal stenosis. Dr (B)(6), stabilized c3-t1 with rods and screws and implanted a mixture of bone from my hip and cadaver bone to create fusion and added strength. As of this writing, (B)(6) 2013, dr (B)(6)'s surgery has been extremely successful. In reference to the damaged nerve controlling my right deltoid muscle: upon discharge from the hospital on (B)(6) 2012, I had virtually zero strength in my right arm. I couldn't touch my lips nor raise a fork. Gradually, over time, with exercise, some strength has returned to my right arm. However, over one year later, the strength in my right arm is only about 50% of what it was before the use of infuse rhbmp-2 on (B)(6) 2012. I have significant paresthesia in the palm and fingers of my right hand. My professional career was in the field of computer programming. As such, the control of a mouse with my right hand was and is of vital importance. Currently, my ability to precisely control a mouse is significantly impaired. I cannot move the mouse to precise points, click without causing extraneous mouse movement and I experience unwanted random clicks on the right mouse button.